Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device standby switch changed from the green light to the orange light on its own during use without losing power and water was unable to be supplied. There were no reports of patient harm.

Event description:
It was reported that the subject device standby switch changed from the green light to the orange light on its own during use without losing power. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issues could not be determined. The device was returned to olympus for evaluation and the customer¿s allegations were confirmed. The standby indicator did not go into "run mode" when the standby switch was pressed. This event is caused by a component failure of adapter plate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the findings is component failure. Olympus will continue to monitor field performance for this device.